Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss from the pump and pump failure. A new 14mm x 20cm spectra penile prosthesis (spp) device was implanted.

Manufacturer narrative:
Pump malfunction and fluid loss were reported. There were leaks in both cylinders due to fatigue at the corner of a fold. The pump was not functionally tested due to the cylinder failures. Fluid loss was confirmed. The loss of fluid due to the cylinder leaks is the most probable cause for the reported pump failure and loss of fluid, as the pump would no longer function or have fluid after it had leaked out of the cylinders. Based on this analysis the reported pump mechanical issue is not confirmed. Pump malfunction and fluid loss was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. No device malfunction or issue was confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product analysis confirmed the reported fluid loss. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported allegations can be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss from the pump and pump failure. A new 14mm x 20cm spectra penile prosthesis (spp) device was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.